Manufacturer narrative:
(B)(4). Device was received with blank display due to moisture damage on electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. No physical damage to battery cap noted.

Event description:
The customer reported via phone call that battery compartment was damaged. The customer¿s blood glucose level was 238 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.